Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 427 mg/dl at the time of incident and the current blood glucose level was 563 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer had formulated these troubleshooting steps to ensure their insulin pump was operational and working safely by covering common factors including infusion set, site, insulin, lifestyle, pump programming. Customer stated that they did used auto mode feature at time of high blood glucose event. Customer did the displacement test and set test just for peace of mind. The insulin pump will not be returned for analysis.